Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support again if the issue reoccurred, and this advice was acknowledged and understood by the customer.